Event description:
Initial and add'l info was received from a consumer on (B)(6) 2011: an approximately (B)(6) female received poly-l-lactic acid (sculptra aesthetic) injection for a cosmetic indication around the lower cheek lines, marionette lines, and frown lines about 1.5 years ago (2010). The pt reported she was never told to massage area or given any written instructions as to what she should do after injections. Within two weeks of the injections, she developed two visible, big, pea sized bumps (greater than or equal to 5mm) in her chin on each side of her mouth. She did not first associate it with the sculptra injections so she let it go on for quite some time because she was scared of what it could be. Finally, she saw her general dentist who referred her to an oral surgeon. The oral surgeon did a biopsy. The biopsy report dated (B)(6) 2011 stated the lesion was positive for sculptra. The oral surgeon removed it (through lesional excision) and she was healing. This treatment was not performed to preclude permanent impairment of a body function or damage to a body structure. At the time of the report, the pt still had bumps on the outside of her face which were visible and about the size of a pea and the outcome of the events was not recovered. There was no evidence of permanent impairment of a body function or structure. The pt expected the adverse event to be irreversible because she felt she has to live with it. The pt continued to have sculptra aesthetic injections done in her cheeks by another physician. She felt those injections were done correctly and she has not experienced any problems with them. The pt had no history of immunological or collagen vascular disease. No further relevant info was provided. Pharmacovigilance comment: sanofi-aventis company comments dated 28 sep 2011: this case lacks significant info (e.g. Complete details of the gum abscess including medical confirmation of biopsy results and site of lesion, complete medical history, concomitant medications, etc.) To make a complete medical assessment. It is noteworthy that this pt continues to receive sculptra despite reported reactions.